Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during fill 1 of 4. The caregiver (cg) stated the hc alarmed se 2240 in dwell 1 of 4. The baxter technical service representative (tsr) had the home patient (hp) power cycle the hc. The hc alarmed se 2367. The tsr had the cg power cycle the hc again. The hc proceeded to press go to start. The tsr informed the cg to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) therapy. The cg stated the hp would perform capd therapy. The tsr instructed the cg to inform the registered nurse (rn) of the se 2240 alarm. The hc was operational. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. A heater bag became disconnected from the heater line. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with manual supplies. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.